Event description:
It was reported by the (B)(4) study team that the right ventricular (rv) pacing lead dislodged from its original position. It was also reported that there was no capture. The rv lead was successfully repositioned and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.